Event description:
Customer states they are getting unexpected negative reactions with cells #3, homozygous e cell, and cell #6, heterozygous e cell of capture-r ready-ID, lot #id102 when testing a patient sample with history of anti-e on the echo. Testing was performed during validation studies. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The reactivity of the e antigen was confirmed on retention capture-r ready-ID, lot id102. The nature of the sample cannot be ruled out as causing the event.